Manufacturer narrative:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) would not hold pressure after being inserted into the patient¿s body. The device was removed and a new mynx device was used to complete closure with no issues. There was no reported patient injury. The device was not returned for analysis. The product history record (phr) review of lot f2528203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the balloon loss of pressure reported. However, access site vessel (which was not provided) and/or concomitant device factors are likely since calcification/peripheral vascular disease (pvd) at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the available information suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) would not hold pressure after being inserted into the patient¿s body. The device was removed and a new mynx device was used to complete closure with no issues. There was no reported patient injury. The device will be returned for evaluation.